Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device kept turning off during patient assessment. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. During the evaluation, the voltage drops were initially high. The device's battery pins were replaced and j11 power connector was reseated, which reduced the voltage drop readings. However, the root cause could not be determined. The device was determined to be unrepairable and was archived by stryker.

Event description:
The customer contacted stryker to report that their device kept turning off during patient assessment. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.